Event description:
The customer reported that her quick inserter was not functioning when she pressed the button multiple times. The customer experienced high blood glucose of 391mg/dl and was hospitalized; the caller was treated with the insulin pump. The customer also mentioned being hospitalized the past week with low blood glucose due to thyroid issues. The blood glucose was 40mg/dl, and she was treated with an insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that her blood was 300mg/dl and dropped to 40mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.